Event description:
During decortication of the sacroiliac joint, the surgeon attempted to force the decorticator cutting element through some resistance, initially assumed to be bone ridge. It was then discovered the tip of the cutting element had broken because it came into contact with an implanted device. It could not be retrieved and was left within the joint.